Event description:
It was reported to philips that the system stuck at philips splash screen; x-ray pc unreachable on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the azurion r1.2.1 sw pack software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).